Event description:
A (B)(6) advia centaur xp hbsag result was obtained for a patient sample. The patient sample was tested on two alternate methods and pcr. The results were (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. 10/02/2012: additional information: the customer sent two patient samples to siemens healthcare diagnostics for further testing. The patient samples were tested with three lots of (B)(6) (lot #s 165, 166, and 167) and one lot of (B)(6) confirmatory (lot # 961690314). The results were (B)(6) across all three lots for (B)(6). The hbsag confirmatory assay results did not confirm for these samples. The patient samples were also tested with one lot of (B)(6) (lot# 17) and the results were (B)(6). The patient samples were treated for heterophilic interferences. The index value for (B)(6) went from (B)(6). For (B)(6), the index value went from (B)(6). The values show that heterophilic interference caused the (B)(6) results for both the (B)(6) assays.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."